Event description:
It was reported that the device illuminated the service indication. There was no patient use associated with the event. Physio-control evaluated the device and verified the reported problem. Subsequent analysis of the removed assembly following repair found a malfunction that resulted in the reported issue and disabled device defibrillation therapy delivery capability. The device was unable to provide defibrillation therapy in the reported condition.

Manufacturer narrative:
(B)(4). Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Further evaluation of the removed therapy pcb assembly determined the cause for the malfunction to be an electrically shorted and burned capacitor, c161.